Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that in bd pyxis¿ es server, pharmacy was unable to view the missing medications. The customer stated that there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: d4, h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pharmacy did not find any medications missing, but users in the intensive care unit reported some as missing. The technical support specialist found that there were no issues with the station communication. The tss requested the timestamp, medication ID, and nurse ID related to the removal for further investigation. The tss waited a long time for an update, no further discrepancies were reported. Finally, the customer reported that the issue was resolved to the tss. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that in bd pyxis¿ es server, pharmacy was unable to view the missing medications. The customer stated that there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.